Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4)

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred and the patient expired. The target lesion was located in the proximal left anterior descending artery (lad). The lesion was treated using two passes with the oad on low speed, and after the second pass the crown was observed to jump. Imaging was performed and no issue was noted. After a third pass of the lesion was performed, a perforation was noted. The patient status declined and cardiopulmonary resuscitation and a pericardiocentesis were performed. The oad was removed, a stent was deployed and a ventricular assist device was inserted. During the recovery efforts, the x-ray imaging was inadvertently turned off. It was reported that the patient expired the day following the procedure.